Event description:
MFR received a report from a consumer alleging that the raised toilet seat came loose from the commode, causing the user to fall to the floor. As a result of the incident, the consumer sustained injuries to the head requiring stitches and abrasion to the forearm.